Event description:
It was reported that on (B)(6) 2024 the patient underwent planned removal surgery due to bone fusion being achieved. During the removal surgery, the locking screw in question was difficult to remove. The screw head became totally stripped and was not able to be removed. Attempts were made to rotate the plate to remove the locking screw, but the locking screw broke off under its screw head. The surgeon tried to remove the shaft part of the locking screw using a harrow reamer and pliers but was unable to do so and gave up removing the shaft part. The shaft part of the locking screw remained in the patient¿s body. There was a surgical delay of thirty (30) minutes. The patient was reported as stable. This report involves one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 18mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.